Event description:
The patient received an unknown treatment by the lifevest at (B)(6) 2022 19:20:09. The patient was reportedly conscious at the time of the event. The specific rhythm at the time of the treatment events is unknown. The downloaded data indicates that the device had multiple download communication faults. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment. The patient did not seek medical attention. The patient continued to use the lifevest. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the unknown treatment. Sd cards do not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.